Event description:
It was reported that a patient had an initial left total knee arthroplasty. Subsequently, about 11 years postop patient reported clunking and grinding under the knee cap. The patient had minor pain and reports the pain increasing following stepping exercises at physical therapy for a contralateral knee arthroplasty. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(b)(4).D10:Unknown, Femoral Component. Unknown.Unknown, Articular Surface, Unknown.Unknown, Patella, Unknown.The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The Device History Record was unable to be performed as the catalog and lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer Biomet will continue to monitor for trends.